Manufacturer narrative:
B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation, a faradrive sheath was selected for use. During the procedure, the physician introduced the farawave catheter into the faradrive sheath and went to aspirate. The physician remarked that the sheath was leaking air through valve and requested a new sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was disposed. It was further reported that air was seen entering proximally near the valve. Repeated aspiration resulted in excess air. No air was observed in the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation, a faradrive sheath was selected for use. During the procedure, the physician introduced the farawave catheter into the faradrive sheath and went to aspirate. The physician remarked that the sheath was leaking air through valve and requested a new sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned as it was disposed.